Event description:
Citation: u. Dietrich, m. Lehmann et al. Preoperative embolization of paragangliomas and angiofibromas onyx versus contour neuroradiology (2011) 53 (suppl 1):s17-71-s65. Medtronic (covidien) received information during literature review that preoperative embolization was performed in 21 patients. In this group 1 fatal complication occurred due to brainstem / thalamic infarction.

Manufacturer narrative:
This report was created to capture the death related to the onyx. The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. (B)(4). Information received from the same article as MFR: 2029214-2015-00365.